Event description:
It was reported that a patient passed away due to unknown causes. The patient's programming history was reviewed, and no programming anomalies were observed in the device history.

Event description:
The patient's most recent following physician could not provide a cause of death nor its relation to vns, but provided the patient's last known settings. No additional relevant information has been received to date.